Manufacturer narrative:
Additional narrative: service and repair evaluation: the customer reported the torque limiting handle had failed in calibration. The repair technician reported the device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was 3.156 nm which is out of the specified limit 3.2 nm-3.7 nm for the part. The device will be sent be sent for service and repair. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.835.043; synthes lot # h892214-21; supplier lot # h892214-21; release to warehouse date: 10 sep2020; supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair, the torq limiting handle failed calibration. There was no patient involvement. This report is for one (1) torq limiting handle - 4.5mm qk coupling. This is report 1 of 1 for (B)(4).